Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on 05/07/2025. On 05/07/2025, while the patient was at the mall, his cgm was reading 44 mg/dl. The patient felt shaky and had a headache. The patient went to a drugstore and bought some orange juice to drink. After treatment, the cgm reading dropped to low mg/dl. The patient¿s child called emergency medical services. Once ems arrived, the patient¿s bg meter reading was 270 mg/dl, and the sensor was showing a ¿brief sensor error¿. Ems treated the patient with IV fluids, but the patient refused to go to the emergency room. Before ems left the patient, his bg meter reading was tested again, and was 274 mg/dl while the sensor was still in a ¿brief sensor error¿ state. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. Paramedics took glucose comparison and it was found that the reported glucose fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.